Event description:
The customer received questionable ion selective electrode (ise) sodium, potassium, and chloride results for one patient on their c501 analyzer. The customer used a plasma sample poured into a micro cup. The customer noticed the initial results seemed low and decided to repeat them even though they had already been reported outside the laboratory. The doctor did not look at the initial results before the customer was to provide a corrected report. The repeat testing was performed on another cobas c501 analyzer, serial number (B)(4). The patient's initial sodium result was 114 mmol/l. The repeat result was 138 mmol/l. The patient's initial potassium result was 3.52 mmol/l. The repeat result was 4.15 mmol/l. The patient's initial chloride result was 79.8 mmol/l. The repeat result was 98.1 mmol/l. There were no adverse events. The sodium, potassium, and chloride electrode lot numbers and expiration dates were not provided. The field service representative was unable to reproduce the discrepant results. He checked ise functions. All diagnostic checks passed. The customer performed calibration and quality control with results within their specifications.

Manufacturer narrative:
A specific root cause was not identified. It was noted the customer was using micro-cups without programming the analyzer for this type of sample cup prior to analyzing as required in the operator's manual. No adverse events were reported.